Manufacturer narrative:
Widespread corrosion of the internal components was identified as the probable cause of the overheating reported by the customer.

Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.